Event description:
It was reported that the patient underwent a discectomy and fusion c4-c5, c6-c7; cage instrumentation c4-c5, c6-c7; and an anterior plate fixation c4, c5, c6, and c7. Rhbmp-2/acs was also used in this surgery. It was reported that on (B)(6) 2012, the patient underwent a posterior tlif spinal fusion at l4-l5 <(>&<)> l5-s1 in which rhbmp-2/acs was used. It was reported that imaging studies showed that the patient had developed uncontrolled bone growth and resulting nerve compression at or near the implant site. It was reported that the patient now experiences severe injuries and damages including but not limited to chronic pain, radiculitis, emotional distress, and mental anguish.

Event description:
It was reported that on (B)(6) 2012 the patient underwent: removal of anterior plate fixation c5-6. Discectomy and fusion c4-5, c6-7. Cage instrumentation c4-5, c6-7. Anterior plate fixation c4, c5, c6 and c7. Increased difficulty by 49 minutes to gain access to the previously-scarred anterior cervical space. Use of bone morphogenic protein type ii. Use of bone "proformative" material. Use of local harvesting cancellous autologous bone. Intraoperative biplane fluoroscopy. Preoperative diagnosis: status post anterior cervical fusion, c5-6 with plate fixation anteriorly. Status post right anterior neck and soft tissue infection. Status post tonsillectomy and adenoidectomy with associated infection. Status post thyroidectomy anterior cervical space. Degenerative joint disc disease, c4-5, c6-7. Spinal stenosis, cervical spine. Foraminal stenosis, c4-5, c6-7. Cervical radiculopathy. Progressive pain. Per-op notes: "both disc spaces were copiously irrigated with normal saline and then treated at the anterior cord level with fibrin cellulose impregnated with decadron and thrombin. Then a peek implant was inserted in the intradiscal space at c4-5 and c6-7, using patient's own locally harvested, bone morphogenic protein, and bone proformative material. This was placed properly in the intradiscal space at c4-5 and c6-7."

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.